Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that hat during a case the site ran into a navigation inaccuracy while completing an l3-s1 open modulex case with navigation. They completed the setup and initial accuracy check on the arm divot with the passive planar probe and it was accurate. They then sent to l3 left (1st screw) and it seemed the guidance system was accurate but the navigation showing the dilator above l3 (near l2) about 15-20 cm. The re-completed the snapshot and checked the patient reference frame to make sure it did not move. They tightened the frame as a precaution then checked the passive planar probe in the divot and it was not accurate. They checked to make sure no other tools were in the field, then checked with the dilator again and it was not near the appropriate anatomy by large distance. They re-completed snapshot again and sent to trajectory and they couldn't see the reference frame at all. They then went into tool cards and removed the reference frame and added it back. They re-completed snapshot and the frame was visible and system had no further navigation inaccuracies. The issue extended the surgical time by less than 1 hour. There was no impact to the patient outcome.